Manufacturer narrative:
Through review of additional information this report has been determined to be a duplicate of mrn 9617229-2021-00261. This report will be closed and all new information captured under the aforementioned mrn.

Event description:
Through review of additional information this report has been determined to be a duplicate of mrn 9617229-2021-00261. This report will be closed and all new information captured under the aforementioned mrn.

Manufacturer narrative:
The 2nd supplemental medwatch may be disregarded, as this complaint is not a duplicate and is reportable. Article citation: theodor mares, radu ionescu, daniel dima, michail sorotos, fabio santanelli di pompeo, cristian radu jecan, breast implant-associated anaplastic large cell lymphoma in romania: first case series of all documented cases, journal of plastic reconstructive & aesthetic surgery 99, 21jun2024, 602-607. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma to the right breast, with no history of previous replacements, followed by a fine needle aspiration (fna) confirming the diagnosis via immunohistochemical analysis with cd30+ and alk staining." Clarification to d6a: partial implant date reported as 2014.

Event description:
Through journal article breast implant-associated anaplastic large cell lymphoma in romania: first case series of all documented cases, healthcare professional reported right side bia-alcl, and seroma. Histopathological markers are reported and specific (cd30 positive and alk negative). The device has been explanted. Treatment involved en-bloc explanation and adjuvant therapies. The 2nd supplemental medwatch may be disregarded, as this complaint is not a duplicate and is reportable.

Manufacturer narrative:
Additional, changed, and/or corrected data: b7, d6a clarification to d6a: partial implant date reported as 2014.

Event description:
Through journal article breast implant-associated anaplastic large cell lymphoma in romania: first case series of all documented cases, healthcare professional reported right side bia-alcl, and seroma. Histopathological markers are reported and specific (cd30 positive and alk negative. The device has been explanted. Treatment involved en-bloc explanation and adjuvant therapies.

Manufacturer narrative:
Article citation: theodor mares, radu ionescu, daniel dima, michail sorotos, fabio santanelli di pompeo, cristian radu jecan, breast implant-associated anaplastic large cell lymphoma in romania: first case series of all documented cases, journal of plastic reconstructive & aesthetic surgery 99, 21jun2024, 602-607. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and bia-alcl.

Event description:
Through journal article breast implant-associated anaplastic large cell lymphoma in romania: first case series of all documented cases, healthcare professional reported right side bia-alcl, and seroma. Histopathological markers are reported and specific cd30 positive and alk negative. The device has been explanted. Treatment involved en-bloc explanation and adjuvant therapies.